Event description:
As reported, in 2007, this pt was implanted with a gore excluder aaa endoprostheses. At an unk date a type ii endoleak was observed. Approximately at about 9 months later, the pt underwent an attempted coil embolization of the inferior mesenteric artery, however, this proved unsuccessful. About 9 days later, the pt underwent a second reintervention in which the ima was successfully coiled. The pt is reported to be in good condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Type ii endoleak.